Event description:
It was reported that the device produced a technical error and stopped ventilating whilst transporting a patient on the (B)(6) 2021. There were no patient health consequences reported.

Manufacturer narrative:
The affected device, manufactured in 06/2005, was examined onsite by local biomed. The log file of the affected device was not available as it had been overwritten by mistake. The investigation was therefore based on the description of event and additionally provided information such as pictures of the displayed error message. Based on the investigation a "vvent out of range" failure could be verified which had been caused by a too low or too high internal power supply vvent. This event triggered the alarm "device failure" and the device stopped ventilating. There were no patient health consequences reported. Replacing the control pcb as part of the repair procedure will be the right remedy measure in this case. In case of a technical problem the device alarms visually and acoustically. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. In the current event, the device reacted as specified to a technical failure and generated a corresponding alarm message. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device produced a technical error and stopped ventilating whilst transporting a patient on the (B)(6) 2021. There were no patient health consequences reported.